Event description:
The pt was revised for poly wear which was causing joint pain. Only the liner and head were changed during revision. The date of implant was either 1993 or 1994 and dor is 9-29-99. Pt is approximately 50 yrs and is represented by an attorney. Nothing will be returned. Pt rec'd a cross-linked poly upon revision.